Event description:
The customer reported experiencing unexplained high blood glucose over 300mg/dl, and his blood glucose was treated with bolus and manual injection. Troubleshooting was performed. The time, date, and bolus history were correct. Assisted the customer to run a manual prime and the insulin did exit. The high pressure test was performed, and the test failed twice. The customer stated that the removes the removes the reservoir from the insulin pump several times. Advised the customer that the device would be replaced and revert to back up plan. The caller also mentioned loosing weight and having currently low blood glucose of 47mg/dl. The customer stated that he is feeling well, and his low blood glucose will be treated with glucose tablets. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.